Event description:
Related manufacturer report number: 2017865-2022-44139. It was reported that inappropriate extra cardiac stimulation was observed on the right atrial (ra) lead during the implant procedure. The ra lead was unable to be unscrewed from the device header. As a result, the ra lead and device were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to loosen the atrial setscrew to disconnect the atrial lead was confirmed. Epoxy was found in the atrial connector block threads, which resulted in the reported event. The observed epoxy was caused by a manufacturing anomaly.